Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed anterior leaflet, and prolapsed posterior leaflet. A steerable guide catheter (sgc) and a mitraclip xtw were inserted without issues. However, the sgc slipped and rotated throughout the procedure as it could not be fixed properly onto the stabilizer. While in the valve. Grasping was performed with the mitraclip xtw. However, it was observed that one gripper was not functioning as intended, that the clip had become caught in chordae. Troubleshooting was performed to remove the clip from chordae. However, the clip was unable to be removed. Therefore, the clip was deployed where it was stuck, attached to only one leaflet and chordae. The mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported difficult to open or close-gripper actuation ¿ single and entrapment of device could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) and single gripper actuation issue cannot be determined. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being deployed on only one leaflet and chordae. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.